Event description:
The neck trial broke, the ring on the trunion is gone. Unknown where or when it happened or if it could have been left in a pt.

Manufacturer narrative:
Examination of the returned item confirms the observation. The investigation is unable to conclusively determine the root cause. A five year complaint database search finds no other similar reports against this product code in this or any other mfg lot. Based on the investigation, the need for corrective action is not indicated. Monitor through trend analysis.